Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unable to contact surgeon as this information was not provided. This was determined to be reportable per edwards lifesciences procedures.